Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported that the patient was at home when he experienced yellow wrench alarms two days prior, at which time he changed his vent filter. On the day of this reported event, the patient noted a red heart alarm and a rate control fault alarm on his display module. At this time, the patient exchanged his system controller. The alarms persisted, therefore, he switched back to his original system controller. The patient was advised to go to the hospital. The patient's blood pressure was 192/110 mmhg after two doses of hydralazine, then more aggressive antihypertensive therapy was initiated with nipride. The system controller was exchanged to a new system controller and the patient was placed on power base unit with system monitor. The patient's blood pressure came down to 124/67 and the yellow wrench alarms ceased. However, power limit advisory was noted on the system monitor. A week later, it was reported that the pt was becoming symptomatic with decreased cardiac output and his blood pressure was down to 70/40. The patient's blood flow was reported to be 4-5, down from 6-7. The patient is currently on pneumatic support, using a stroke volume limiter (svl) and drive console, and is at the top of transplant list. The manufacturer's clinical representative stated to the center the need to consider pump exchange.

Manufacturer narrative:
Patient remains on pneumatic support while awaiting a heart transplant. No further information is available at this time.